Event description:
Customer reported that the drain broke while attending attempted to remove the device one day following abdominal hysterectomy. Pt was returned to the or for surgical laparotomy to remove device.